Event description:
A review of service of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power up. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The cause for the charger/modem not powering up has been isolated to an intermittent connection at pin 23 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event occurred due to this failure. The last person to use this charger/modem did not report any problems.